Manufacturer narrative:
No product analysis; discarded by user. If information is provided in the future, a supplemental report will be issued.

Event description:
The shaver tricut blade 2.9mm was used for an endoscopic turbinoplasty. During the procedure the inner blade broke off while in use. There were no evident particles in the patient. The team acted quickly and contacted the radiographer to come to theatre (operating room). Multiple images were taken from the patient¿s head to chest and at different angles. The incident occurred near the end and a new blade was opened to complete the procedure. The time the patient was in theatre was lengthened. However, the patient is alive and well and was informed of the incident.